Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, right ventricular lead oversensing was observed. Due to the type of oversensing, right ventricular lead dislodgement was suspected. Additionally, noise was observed on the right atrial lead. No intervention was reported. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted the right atrial and ventricular leads were explanted and replaced on (B)(6) 2018. It was noted that the patient suffered from twiddler's syndrome which caused the leads to bunch up. The patient was stable throughout.